Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with a consistent dry eyes five months following lasik treatment in both eyes. In a follow up with the optometrist, he stated the patient was treated with ointment at bedtime and increased her artificial tears during the day. She is scheduled to return in four months. There are two medical device reports associated with this event. This report is for the right eye.